Manufacturer narrative:
(B)(4).the device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The functional rite failure found will be captured and reported through (B)(4). A visual inspection was performed. The cause was determined to be one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 21:24:48. During night drain cycle three, the patient's ultrafiltration reading was 1056ml, indicating the home patient (hp) drained 1056ml more than their maximum programmed fill volume of 1700ml. No additional information is available.